Event description:
It was reported that there was an incident with a pump with epidural. The fentanyl dose was a100 milliliter bag. The pump displayed a message that the bag was almost empty while there was still a remaining volume of approximately 70 milliliters minimum. A biomedical engineering technician believes the problem is with the tubing and it's caused by green anti-leakage clamp. The tubing pinches here and creates an occlusion that cannot be detected by the device. To solve the problem, you have to massage tubing while pressing anti-flow clamp to undo crushing creating obstruction. It was also indicated that they have another pump with the same problem. There was no patient injury reported but the patient had a lot of pain due to not receiving prescribed dose. No medical or surgical intervention was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. No information has been provided to date.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.